Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. A definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.